Manufacturer narrative:
Please note the correction for reference report number 3010215456-2016-03350. Date returned to manufacturer should be 05/30/2016; not 05/27/2016.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited back up vvi operation. The patient was pacemaker dependent. The device was explanted and replaced on (B)(6) 2016. The patient was doing well post procedure.